Manufacturer narrative:
We are under investigation in details. No case has been reported from other facilities on the reported batch number. No problem on manufacturing records, release test results and monitoring records at manufacturing sites. We consider that the product quality is not related to the event.

Event description:
(B)(6) 2014 - a (B)(6) male patient received 1st injection of supartz in the right knee of osteoarthritis. Tolerated well. (B)(6) 2014 - he received 2nd injection of supartz in the right knee. Toelrated well. (B)(6) 2014 - he received 3rd injection of supartz in the right knee. (B)(6) 2014 - he noticed the swelling. He sough medical attention and he knee was washed and found to contain gram (+) cocci. He was given antibiotics (keflex). This event required patient hospitalization with ongoing procedures (not specified). He is still hospitalized and the physician is not yet sure of the diagnosis but mentioned that the reaction is related to the injection. The physcian does not use ultrasound or x-ray to assist with administering the injection.